Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks for ventricular fibrillation. The physician stated that the patient was in atrial fibrillation with rapid ventricular response. The patient was being admitted. The device remains in use. No further patient complications have been reported as a result of this event.